Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -13.5 diopter, and the lens was noted to be upside down in the patient's eye. The surgeon had some difficulty removing the lens during the same surgery but there was no patient injury. The surgeon decided not to implant another micl lens at that time and the surgery was aborted. Another micl lens was implanted at a later date with no problem and the patient is doing well.

Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. (B)(4).